Event description:
It was reported that a malfunction alarm occurred. There was no reported adverse impact to the customer's blood glucose level. Technical support determined that the pump was under warranty and would be replaced. The customer was advised to use manual injections as a backup therapy. Instructions were given on how to place the pump into storage mode before returning it. The customer acknowledged understanding of how to proceed and agreed to return the faulty pump using a provided pre-paid label within ten days.